Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer had coagulated blood throughout the dialysate compartment on the circumference of the fiber bundle. Coagulated blood was also noted at both bell housings and dialysate rings. Gross visual examination of the sample noted a polyurethane (pu) delamination of the cavity ID end of the dialyzer. The delamination manifested as a separation of the pu (potting material) from the dialyzer housing (wall). The delamination in the pu potting extended under the silicone o-ring. There was no damage or irregularities noted on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the pu potting compound was observed at the cavity ID end. The delamination in the potting extends underneath the silicone o-ring and compromises the seal between the pu material and the o-ring, which may have allowed a leak pathway into the dialysate compartment.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation.